Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not reading her sensor. Customer stated that the sensor was folded and not in her skin and pulled out. Customer's blood glucose reading was noted to be 400 mg/dl and declined troubleshooting for the high blood glucose readings and the sensors. Customer requested to have the sensor replaced.